Event description:
Additional information was received from a healthcare provider. The patient moved to colorado and found a primary care physician, but not a follow up doctor for the pump. There was one doctor over an hour away that would take the patient's insurance, but did not know the pain pump and how to service it. The patient went to the emergency department at the end of (B)(6) 2016 due to withdrawal symptoms and the pump audibly alarming because of the empty pump reservoir. The patient went to a clinic on (B)(6) 2016 for their first primary care physician appointment, but the primary care physician did not have access to a clinician programmer. Neither the primary care physician nor the emergency department staff knew anything about the patient's pump or how to service it. The patient did not remember when the pump first went empty and never received a printout form the previous doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2016-09-21 regarding a patient who was receiving morphine and another unknown drug, both at unknown concentrations and doses, via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient heard the pump alarm starting on (B)(6) 2016 and that the pump had stopped and the patient was going through withdrawal. It was noted that the patient recently moved to colorado and did not have insurance or a doctor to fill her pump. The option to use urgent care or ER for medical care if needed was discussed, and the website for physician listings was provided. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.